Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a ruby coil detachment handle (handle), ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, the physician made four to five unsuccessful attempts to detach the first ruby coil using the handle. Therefore, the handle was removed. The procedure was completed using a new handle, the same ruby coil, the same lantern, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle revealed an undamaged, functional device. The nose cone was removed from the handle body and was measured to be within specification using pin gauges. No damage was observed on the inside of the handle body. The handle was tested on a handle test fixture and performed within specification. The handle was then used to detach a demonstration ruby coil without an issue. The reported complaint could not be confirmed and the root cause of the detachment issue during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.